Event description:
The reporter rec'd an er1 message, and had retested successfully. She said that she did not check the test strip with the color chart. She stated no symptoms of high blood sugar, or of seeking medical treatment of any kind.